Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. This was resolved by replacing the expiratory channel printed circuit board (pcb) according to the recommendation in the service manual and both pressure transducer pcbs. The ventilator was returned to the customer after passed functional tests. Parts were returned for investigation. Received device logs shows no pre -use check test failures on the reported date of event (B)(6) 2021. The logs contains a single passed pre-use check on (B)(6). The visual inspection of the returned expiratory channel pcb and both pressure transducers showed no anomalies, and electrical measurements of the pressure transducers showed no discrepancies. The returned parts were installed in the reference ventilator, one part at a time. Several pre-use checks and extra pressure transducer tests passed. Two weeks of simulated use test ventilation passed without any deficiency noted. A month later was the complete ventilator returned after the problem had reappeared (and for other issues) and was investigated by the return department. They duplicated the reported pressure transducer test failure (expiratory valve test) and replaced the expiratory cassette membrane to solve the issue. Based on previous investigations the cause to the expiration valve test failure in the pressure transducer test is the expiratory cassette¿s valve membrane. The valve membrane gets more rigid during use and cleaning and the membrane¿s rigidity affects the offset current for the expiratory valve coil. When the limit for the offset current is passed, or if the membrane for some reason has become defective, the membrane must be replaced.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).